Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that prior to use on patient during an unknown procedure, the anvil was hard to detach and more pressure was put on and anvil fell on the ground and was contaminated. New instrument was used to finish surgery. The scrub nurse and doctor are very familiar with the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56m24. Device evaluation: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached and removed on the device completely and without any difficulties during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.